Event description:
It was reported that during a ptca procedure, the shaft broke while advancing. The entire system was removed and all pieces were successfully retrieved. Pt status is listed as "okay".